Event description:
36 yr old black male with established pulmonary as well as cardiac sarcoidosis. He was diagnosed approx ten yrs ago. He was brought in to remove a recalled ventritex aicd, he was also found to have grossly elevated dft's, a documented sensing lead fracture. His chest x-ray revealed a clumped patch as well as a fracture of posterior patch and sensing lead. A new system was implanted, a ventritex cadet nonthoracotomy lead system without complications. The pt was discharged 7/2/97.